Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 442 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they tried putting in a new battery, but the insulin pump was blank. The customer stated that the display returned. The device will be returned for analysis.